Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product analysis: the device was returned, analyzed and tested out of specification. It was determined that the device had high battery impedance. (B)(4).

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.